Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of "high"; although a specific value was not given, due to needing a settings adjustment. Customer administered a correction bolus via pump to address their bg. Customer updated their pump settings to address the event.